Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had received motor error and motor position encoder error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm. The customer declined troubleshooting for motor position encoder error. The customer was advised to discontinue use of the pump and was advised to refer to backup plan, per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm and e70 alarm due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted. Motor passed motor test.